Event description:
It was reported that this patient had received an inappropriate shock due to oversensing of noisy signals. The patient was brought into the clinic for system evaluation and there was noisy signals reproducible in secondary and alternate sensing vectors. Technical services suggested imaging to determine system placement. At this time the physician had elected to deactivate the system and has admitted the patient. No additional adverse events were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information and device analysis.